Event description:
Pt was revised due to poly wear of liner. Surgeon had a difficulty time getting srom liner to trial & implant to set in replacement srom cup. Doctor worked for at least 45 minutes before inserting a different liner which seated quickly.